Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02277. It was reported the patient experienced an allergy/skin irritation due to derma-bond (surgical glue) used in the initial scs system implant procedure. In turn, the patient underwent surgical intervention on (B)(6) 2020, where the irritated skin was removed, resolving the issue.